Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, missing reservoir tube seal, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer reported via phone call that the o-ring in their reservoir was detached from the reservoir compartment. Customer observed the o-ring coming out of the reservoir compartment while changing their infusion set. The customer's blood glucose was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Customer was advised the insulin pump would be replaced. The customer will be returning the product for analysis.